Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Needle not retracking once push button is pressed." "The IV syringe was not retracting. A midas event was entered on (B)(6) 2025, but the event happened on (B)(6) 2025. There was no detectable harm to the patient. The needle did not retract slower than normal; it also did not start retracting and then stop; the needle did not retract at all after pressing the button".

Event description:
No new information.

Manufacturer narrative:
The complaint that the needle was not retracting could not be confirmed from the shielded insyte autoguard needle that was provided for investigation. The needle was received fully retracted within the safety shield. The 20g IV catheter was not returned with the needle. Due to the condition of the returned sample, the complaint could not be confirmed. After resetting the safety mechanism, the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.